Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the attachment device was generally deformed and bent. It was also noted that the device failed pre-repair diagnostic tests for quick coupling system function and unintended oscillations. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: UDI - (B)(4). D3, g1-2: the manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. H4: the previous report stated the date of manufacture (dom) was unknown. Section h4 has been updated to reflect the date (oct 08, 2008) the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation update: in addition to the failures listed in the initial report related to the reported condition, reliability engineering also found that the adaptor was damaged, showed oscillation and poor functioning. The assignable root cause will remain as improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.